Event description:
Account contact reports: a device was inserted into a pt which functioned without difficulty for two weeks ago. The clinician rec'd a report that the catheter had severed. The catheter fragment was removed without surgery.